Event description:
It was reported that patient noticed the yellow light on the patient programmer when they checked the implant. It was noted that the patient turned the therapy back on. It was noted that the patient stated that they noticed it yesterday but did not have any return of symptoms. It was noted that the patient stated that they did not turn therapy off. It was noted that the issue resolved. Additional information received reported that the patient did not have concerns with their device or therapy. It was noted that the patient received assistance from their health care professional (hcp) or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v134057, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).